Event description:
It was reported during a da vinci prostatectomy procedure, the site experienced the jaws of instruments not responding in a pt side manipulator (psm). The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure without calling intuitive surgical for technical support. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system problem was related to a setup issue. An in service on proper system set up has been performed, and the field service engineer monitored for two weeks without further problem. As of 08/28/2009, there have been no reported recurrences of the issue at this hospital.